Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("bladder/urinary problems: urinary problems") and bladder disorder ("bladder/urinary problems: bladder problems"). The patient was treated with surgery (salpingectomy (bilateral), oophorectomy (bilateral), hysterectomy partial). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, urinary tract disorder and bladder disorder had resolved and the genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2008 now it is reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was replaced with events from pfs: pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder problems, urinary problems. Outcome of pain, bladder and urinary problems were updated. Laboratory data was added. Essure removal date and procedure was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.